Event description:
It was reported that the device alerted for a high right ventricular (rv) lead impedance spike. Subsequent lead trend shows normal lead impedance. It was noted that the physician adjusted the device lead impedance alert window to compensate for the spike. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).